Event description:
This is a report of a home patient (hp) who experienced a system error 2367 (resume error, critical error found) on the homechoice (hc) while cycling the power in response to an alarm that occurred during the first cycle. The patient cleared the alarm by cycling power. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.